Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the distal right coronary artery (rca). After advancing the bmw universal ii 190 cm guide wire towards the lesion, the device was slightly retracted to reposition; however, the tip of the guide wire became stuck in the bifurcation of the posterior descending artery and the right marginal artery. Resistance was felt with the vessel and by using slight force, the device was retracted and removed. Outside the anatomy, it was noted that the coils on the tip of the device were stretched. It was noted that the tip was not separated. Another guide wire was placed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the stretched tip coils were confirmed. The difficulty to remove could not be replicated in a lab environment. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.